Event description:
Allegedly, liner broke requiring revision.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for evaluation. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in foreign country.